Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On 01/29/2026, it was reported that at around 11:00 am, the patient´s sensor failed while at work. She couldn¿t recall the last cgm value before it failed. She started to feel sick and vomiting. She drove herself to the emergency room (ER) without taking any medication or treatment. At the ER, her manual bg was around 400 mg/dl. She was diagnosed with dka. Her cgm was not checked due to the failure. They administered IV fluids, magnesium and insulin via IV. At some point the patient was transferred to the ICU. The patient was discharged on (B)(6) 2026. She couldn´t recall her bg value before going home. She was feeling better after the event. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.